Event description:
Olympus was informed that during a therapeutic transurethral resection of a bladder tumor (tur-bt) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient's bladder. The broken off fragment could be retrieved successfully and procedure was successfully completed with a similar device. There was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical system corporation in hinode, japan (omsc) (returned to omsc on 2022/09/09). The cause of this damage is most likely material fatigue caused by wear and tear possibly in combination with excessive force. Thus, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged or worn before the incident, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the actual procedure. Furthermore, the investigation found that the sealing rings are worn-out and the guide screw was loosened. These damages were attributed to wear and tear but are not related to the broken ceramic tip. A manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.